Event description:
A malfunction alarm identified as code malf 9 was reported, with no notable events occurring before the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The issue did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction reappears, and they acknowledged and understood these instructions.